Manufacturer narrative:
Please note that the following section was incorrectly reported on the initial MFR report and is being corrected on this follow-up #01 MFR report:3005168196-2020-00635. 1.section h. Box 6. Device code 1: please note that the following section was inadvertently missed on the initial MFR report and is being updated on this follow-up #01 MFR report:3005168196-2020-00635. 1.section h. Box 6. Device code 3: potential adverse events with the penumbra system include arteriovenous fistula, false aneurysm formation, acute occlusion, device malfunction, emboli, hematoma or hemorrhage at the site, inability to completely remove thrombus, ischemia, dissection or perforation and death are included in the labeling. Therefore, it was determined that the reported carotid cavernous fistula (ccf) was an anticipated procedural complication. Results: the jet7 was stretched approximately 129.0-131.5 cm from the hub. The jet7 was kinked approximately 122.0 cm from the hub. While flushing the jet7 during decontamination the distal end of the catheter did not expand; however, air bubbles were observed coming from the stretched distal end of the jet7. Conclusions: evaluation of the returned jet7 revealed that the distal end of the catheter was stretched. The reported resistance while retracting the revascularization device back into the jet7, may have contributed to the damage on the distal end of the returned jet7. Further evaluation confirmed small leaks on the stretched region of the catheter. If a fluid is injected through a damaged catheter, additional catheter damage may result. A demonstration microcatheter was unable to advance through the damaged section of the returned jet7. Additionally, the returned jet7 was unable to be advanced into a demonstration neuron max. This indicates additional stretching may have occurred during or after removal from the patient at the end of the procedure. Further evaluation also revealed a minor kink. This was likely incidental to the reported event. Penumbra catheters are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the m1 and m2 segments of the middle cerebral artery (mca) using a penumbra system jet 7 reperfusion catheter (jet7), a non-penumbra stent retriever device, a non-penumbra microcatheter, a non-penumbra sheath, and a microwire. The patient's anatomy was reported to be tortuous. During the procedure, the stent device was advanced out of the jet7 to capture the clot and retracted back into the jet7, where the physician encountered resistance. After completely removing the stent device from the patient, the jet7 remained in the m1 since access was difficult to achieve. The m2 remained occluded after the first pass; therefore, the physician attempted to gain access using a microwire and microcatheter but could not select the vessel. While performing a contrast run through the jet7, the distal end expanded and reportedly caused a carotid cavernous fistula (ccf). Upon removal of the jet7, the physician observed frayed metal coiling in the proximal segment of the distal flexible portion of the catheter. Therefore, this jet7 was no longer used. Multiple attempts to reperfuse the m2 were made using a new jet7, but were unsuccessful. The physician reported that there will likely be no treatment of the ccf since the stroke could not be treated.